Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014, at 23:16:06. During night drain cycle five, the patient's ultrafiltration reading was 1291ml, indicating the home patient drained 1291ml more than their maximum programmed fill volume of 2000ml. No additional information was available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter, and an evaluation was completed. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified in the event history log review. An internal and external visual inspection was performed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A service history record review was performed and revealed no issues that could have caused or contributed to the issue. Upon conclusion of the investigation, the cause of the iipv event was determined to be due to one or more cycles advancing to the next fill when a slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.